Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model #: sc-4319 lot #: 20469705 description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing severe mid and low back pain with severe bilateral hip pain. Numbness and tingling in the right leg were noted. It was also stated that the patient cannot turned on the scs and felt like it had moved and was on a nerve. X-ray was taken and physician confirmed that it had moved and was on the nerve. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected with the explanted lead and it was physician's preference to replace it since it was in interior part. The explanted lead was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe mid and low back pain with severe bilateral hip pain. Numbness and tingling in the right leg were noted. It was also stated that the patient cannot turned on the scs and felt like it had moved and was on a nerve. X-ray was taken and physician confirmed that it had moved and was on the nerve. The patient will undergo a lead revision procedure.